Event description:
It was reported that the customer had received multiple occlusion alarms. The customer's blood glucose level was over 200 mg/dl. The customer was using humulin r insulin.

Manufacturer narrative:
Additional info indicated that the customer changed out the cartridge, tubing and infusion site. The next day, the customer's blood glucose level was normal (approx 70 mg/dl). The customer stated that the vial of insulin was bad and after switching to another vial of insulin, there has been no further issue. T:slim user guide indicates the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been received for eval. Should additional info be received a supplemental form will be completed.